Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator with infection and purulent drainage. The device was explanted on (B)(6) 2021. Reimplantation is planned but has not yet taken place at the time of this report.